Event description:
It was reported that a zyston curve spacer fractured in the disc space intra-operatively. The doctor felt that the inserter connecting with the cage was loose, and he decided to pull it out and replace the cage. During the removal process, he discovered that the cage was broken. The cracked peek was removed as much as possible, however it is possible that a small amount remained in the patient body. The implant was removed and replaced with a new implant of the same size using the same inserter, so it is unlikely there was an issue with the inserter. There was only a five minute procedural delay and otherwise no patient harm.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the implant is fractured. A functional inspection was performed with an inserter (14-533021) and the threaded rod (14-533041) and found the rod/inserter was able to thread to the insert from the implant as expected. It was reported that the cracked peek was removed as much as possible, however it is possible that a small amount remained in the patient's body. No images were provided which could confirm this. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis or excessive forces applied during insertion or removal. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d4: lot number & UDI number, d9, and h3. Additional information in d4: expiration date and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a zyston curve spacer fractured in the disc space intra-operatively. The doctor felt that the inserter connecting with the cage was loose, and he decided to pull it out and replace the cage. During the removal process, he discovered that the cage was broken. The cracked peek was removed as much as possible, however it is possible that a small amount remained in the patient body. The implant was removed and replaced with a new implant of the same size using the same inserter, so it is unlikely there was an issue with the inserter. There was only a five minute procedural delay and otherwise no patient harm.

Event description:
It was reported that a zyston curve spacer fractured in the disc space intra-operatively. The doctor felt that the inserter connecting with the cage was loose, and he decided to pull it out and replace the cage. During the removal process, he discovered that the cage was broken. The cracked peek was removed as much as possible, however it is possible that a small amount remained in the patient body. The implant was removed and replaced with a new implant of the same size using the same inserter, so it is unlikely there was an issue with the inserter. There was only a five minute procedural delay and otherwise no patient harm.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.